Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the bent helix could contribute to helix rotation issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix did not retract. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.